Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Please note: the medwatch received on 15jul2024 providing additional information for this specific event indicates that the secondary medication may have rapidly infused or free flowed. Based on the known issue of pump set backflow impacting bbmi infusion lines (2523676 - 5/23/24-002-c, res# 94823), it is likely an occurrence of backflow from the secondary medication bag to the primary bag was actually misinterpreted as free flow. However, additional information has not been received for this event at this time; and therefore, a medical device report for product problem is being submitted for free flow out of an abundance of caution.

Event description:
As reported by user facility: brief inquiry description multiple events of secondary set backflowing into primary sets as reported in medwatch mw5156412: describe event or problem: our hospital is seeing device issues when using either the b braun infusomat space pump IV set (ref 490102) or the bbraun secondary IV set (ref v1921). We are seeing the medications either backflow into the primary line or rapidly infuse. We believe that a check valve is not performing as intended in certain lots of these sets. For this event: IV tylenol hung on secondary infused in less than a minute. Attempted to hang IV zosyn (with same lot secondary tubing lot number) also started rapidly emptying. Both secondary tubing were bbraun ref v1921, lot 0061923959. Primary tubing ref 490102, lot 0061929620. Rehung same secondary tubing for zosyn with new primary tubing set and did not rapidly infuse. Ref report: mw5156413.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. An approved project is in place to further address issues with sets which have backflow during secondary infusion with IV sets. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.